Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported pump alarmed with message displayed on screen "reservoir empty". Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the device exhibited a "reservoir empty" alarm. The pump was connected to a patient when the error/event occurred. The patient was hooked up to ambulatory fluorouracil pump to be infused over 46 hours and the reservoir was empty 1.5 hours earlier than it should have been. The pump displayed that it had 3.4ml left to be administered but was clearly empty with the pump also displaying that the reservoir volume was empty. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.